Event description:
The closed-loop program the patient was using was no longer functioning. A device data review showed that this likely occurred on (B)(6) 2023. Saluda data review showed 6 electrodes were disconnected. The patient was able to use an open-loop stimulation program. An x-ray revealed the lead had migrated one vertebral level down. A lead revision was completed on (B)(6) 2023 which resolved the issue and was able to restore therapy during post-operation programming.

Manufacturer narrative:
Return of the device for analysis is anticipated. When the investigation is completed, a supplemental report will be submitted.

Event description:
The closed-loop program the patient was using was no longer functioning. A device data review showed that this likely occurred on (B)(6) 2023. Saluda data review showed 6 electrodes were disconnected. The patient was able to use an open-loop stimulation program. An x-ray revealed the lead had migrated one vertebral level down. A lead revision was completed on (B)(6) 2023 which resolved the issue and was able to restore therapy during post-operation programming.

Manufacturer narrative:
The lead was returned for analysis, but functional testing was unable to be performed due to the damage to the lead incurred at explant. Lead was noted to be cut in two. The lead was visually inspected under approximately 10x magnification. On the proximal portion of the cut lead, a non saluda medical bumpy anchor was noted. On the distal portion of the cut lead, a kink was noted approximately 17cm from the distal tip. On closer inspection of the kink, 6 broken wires were noted at the kink. The cause of the kink which resulted in the disconnected electrodes is not clear, but may be related to surgical technique when implanting the lead. The bumpy anchor is not a saluda product, so analysis concerning the lead migration while using this product cannot be performed. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.